Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and the imaging window was observed detached near the lap joint section. Impedance testing revealed no issues. The image test could not be performed due to the condition in which the device was returned.

Event description:
Reportable based on device analysis on 28 sep 2023. It was reported that visualization issues occurred. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the image was unstable. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window detached in the lap joint section.